Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to delay in receiving paperwork. A lead tip stiffness test was measured and was found to be within specification. The damage found was sustained during the surgical procedure.

Event description:
It was reported that the lead perforated when the patient fell on ice. Repositioning was unsuccessful. Lead was explanted and replaced.